Event description:
The customer reported that his evis exera ii video system center was not presenting an image during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed by changing to another video system without any patient harm noted.

Manufacturer narrative:
The customer called in to an olympus facility to report their event. During the call, the customer noted that they tested their scope against different imagers and it was functioning properly. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The front panel was turned on and no image was showing due to a defective printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, no image appeared, and front panel continued turning on due to faulty dx board. The dx board has a function to output the endoscopic image under the instruction of cpu board that is generated by the image board between the main cpu board and the image output board. Olympus will continue to monitor field performance for this device.